Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal didn't deploy properly and it was unable to stop bleeding in the patient aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal didn¿t deploy properly and it was unable to stop bleeding in the patient aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects.